Event description:
It was reported that the customer experienced a blood glucose (bg) of "low", specific value not provided; cause was unknown. Customer addressed low bg by consuming glucose tablets. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.